Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated successfully and the firmware files were downloaded. A review of these files confirmed the device's calibration constants were configured incorrectly for this device. No further testing was performed.

Event description:
Boston scientific received information that this device was returned after being explanted due to an infection (see MFR report #3009448963-2015-00450). Upon an internal investigation, this device was identified as being shipped with an unapproved communication configuration programmed. There were no complaints reported from the field related to this issue.